Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the biomed technician, it has been clarified that initially reported sco failure has been caused by the safety valve. The biomed technician replaced it. The safety valve consists of two parts, upper part including membrane or and the fresh gas safety valve solenoid. No details has been obtain regarding which exact part has been replaced. After this action, the issue has been solved and unit has been put back in working condition. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to evac to decrease the inspiratory pressure. A faulty safety valve may lead to stop of ventilation without possibility to use built in emergency ventilation. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/18/2013; corrected manufacture date: 04/22/2013. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
It was reported that the anesthesia workstation failed the safety valve test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).